Event description:
Daughter hospitalized for 4 days, experienced vomiting, headache, fever, skin turned red. Medical records confirmed tss.

Manufacturer narrative:
Procter & gamble (p&g) os submitting this report only because it believes an event that meets the requirements may have occurred.